Event description:
The customer's mother stated that the battery exploded inside the battery compartment. After cleaning the battery compartment, the insulin pump began to work, but then stopped. The mother inserted a new battery and there was no response. The mother also reported a blood glucose reading of 369 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.